Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old female patient had passed away on (B)(6) 2014. The patient was alone at home at the time of passing. The patient's husband reported that the patient removed the lifevest due to constant alarms and passed away overnight. A review of the patient's downloaded data showed that the patient was in a normal sinus rhythm at 100 bpm prior to lifevest being removed. The lifevest alarmed because the side to side channel on the electrode belt was interpreting the rhythm as a ventricular fibrillation arrhythmia.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) and belt sn (B)(6) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received, the electrode belt was fully functional and able to detect and treat. The electrode belt-monitor connection was fully functional. The lifevest alarmed because the side to side channel on the electrode belt was interpreting the rhythm as a ventricular fibrillation arrhythmia. Device manufacture date and usage of device: monitor: 01/2013 - reuse; belt: 01/2013 - reuse.